Manufacturer narrative:
Device evaluation in progress.

Event description:
Information was received indicating that smiths medical cadd solis vip pump exhibited alarm with blank screen. There was no patient involvement in the reported event.

Manufacturer narrative:
Device evaluation: one smiths medical cadd-solis vip ambulatory infusion pump was returned for analysis in used condition. Visual inspection showed the pump was in good condition. The investigation found that the pump was not able to power up. The investigation determined that a faulty microprocessor board was the cause of the reported issue. The microprocessor was replaced. Based on evidence and investigation, the complaint allegation was confirmed.